Manufacturer narrative:
(B)(4). D10: 42502006002 - femur cemented cruciate retaining (cr) narrow right size 6 - 65082070, 42522100410 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 65034732. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had primary knee. Approximately 4 years post-op, the patient was revised due to tibial pain. The onset of the pain is unknown. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d3; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified anatomic alignment of the right knee arthroplasty with apparent tibial implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.